Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 450 mg/dl. The customer also mentioned other blood glucose values such as 531 mg/dl, 429 mg/dl. Customer was treated with sodium chloride in hospital and with insulin pump. Based on customer¿s report customer did not allege that the insulin pump had under delivery. It was reported that infusion set was detached. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided about emergency room visit with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer woke up with high blood glucose of 531 mg/dl on (B)(6)2020 and went to the emergency room per healthcare professional's advice.